Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, during valve deployment of a 29mm sapien 3 valve in transapical approach in the aortic position, the valve was deployed in too ventricular position 30:70 aortic/ventricular. A decision was made to implant a second valve due to the low position of the 1st valve. A second 29mm sapien 3 valve was successfully implanted and the patient was stable post procedure. As reported, the device preparation was done without issues. No bav was performed. Resistance was felt while advancing the valve through the sheath. The balloon inflated asymmetrically. The balloon inflated first on the distal side (aortic) and pushed the valve towards the ventricle. The valve ended up in a 30:70 aortic/ventricular position; however, it did not interfere with the mitral valve and did not cause a heart block. Of note, upon review of the images post implant, it was observed that the valve was not between the markers prior to deployment.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The edwards sapien 3 valve was not returned for evaluation and no photographs of the device or relevant imagery of the procedure was provided. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. During balloon manufacturing, the frame and valve are 100% inspected. The in-process valve is inspected for manufacturing defects before valve holder attachment and after valve holder attachment. The frame components are 100% visually inspected by both manufacturing and quality for the following: scratches, fracture/cracks, rough surface, pitting, divot, distortion, gap/void/notch, step/wavy cut, burrs/protrusions and any deformation per procedure. In addition, the frames are 100% dimensionally and visually inspected by manufacturing for the following: scratches, grooves, and deformation using 10x magnification. Prior to final packaging, 100% visual inspection is performed at preliminary packaging to ensure there was no damage to the valve from handling. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. A device history record (DHR) was performed and revealed no issues that would have contributed to the reported event. A lot history review did not reveal any other additional complaints related to valve movement on balloon. Complaint data for the previous 12 months was reviewed (may 2017 to april 2018) for sapien 3 (all sizes). Review of these complaints identified procedural factors as potential root causes for this issue. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Due to the unavailability of the device or imagery, the complaint for valve movement on balloon and valve placement too ventricular were unable to be confirmed. A review of the complaint history, DHR, lot history and manufacturing mitigation supports that it is unlikely that a manufacturing nonconformance was a contributing factor. Further, a review of the IFU and training manual revealed no deficiencies. As reported, ¿resistance was felt while advancing the valve through the sheath. During valve deployment, the balloon inflated asymmetrically, resulting the valve being placed too ventricular. While reviewing the imagers post implant, it was seen that the valve was not between the markers anymore prior to deployment.¿ the additional device manipulation (excessive push force) to overcome insertion difficulty of the delivery system through the sheath may have shifted the valve proximally upon the delivery system exited the sheath tip (not within balloon shoulders). Of note, during that investigation, the outer diameter of the proximal shoulder (which holds the valve in place during insertion/tracking) on the certitude delivery system was measured and found to be within specification. The IFU instructs the user to verify the position of the thv prior to thv deployment, ensuring the thv is correctly placed between the two internal shoulders of the delivery system for proper deployment. Attempts to deploy the valve when it is off the shoulders (meaning the valve is not centered within the working length of the balloon) could result in asymmetrical deployment, where, in this case, the distal end of the balloon opened first, pushing the valve towards the ventricle during deployment. As such, available information suggests that procedural factors may have contributed to the reported events. The complaint was unable to be confirmed. In this case, the root cause for the reported valve movement on balloon can likely be attributed to procedural factors (attempt to deploy the valve off the shoulders). In addition, the cause for the malposition of the valve can be attributed to device manipulation, as described in the above. No labeling or IFU/training inadequacies were identified. A review of complaint data revealed that the complaint rate did not exceed the april 2018 control limits for the applicable complaint trend not exceed monthly control limits. Therefore, no corrective/preventive action(s) is required at this time.

Manufacturer narrative:
Reference CAPA-20-00141.